Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the device was sparking.

Manufacturer narrative:
Alleged failure: (B)(6), sm rep, unit was overheating and sparked, po# (B)(4) the failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause could be the rf board the product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that the device was sparking.